Event description:
The customer reported the au5800 clinical chemistry analyzer generated erratic erroneous patient results with negative anion gap for sodium (na), potassium (k), and carbon dioxide (co2). The customer confirmed one (1) erroneous patient result was reported outside the laboratory. The customer did not provide patient demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and as replaced the sample syringe, wash syringe, and buffer syringe from customer stock to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed verification testing without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).